Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer has been receiving sensor alarms and threshold suspend alarms on their insulin pump. The patient's blood glucose was 308 mg/d at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the correct calibration methods. The customer was sent a new sensor. The customer did not want to continue trouble shooting any further. No further information was provided.